Event description:
It was reported that surgeon will have to go back in again at another time and use some sleeves which are not available at this time, due to severe bone loss. Surgeon is waiting for cultures to come back as they were sent out to a lab to work up for possible suspected infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.